Event description:
Device #2 malfunction: none. Symptoms/ae: restenosis. Time of symptoms/ae: 7 months post procedure. It was reported that 7 months post a right internal carotid artery stenting procedure, restenosis of the rx acculink at the distal margin occurred and placement of a second rx acculink was required to treat the restenosis. An rx accunet recovery catheter was advanced; however, resistance was met when trying to advance through both stents. The physician was able to advance the recovery catheter through the stents using a shuttle sheath to retrieve the filter successfully. There was no other adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The rx accunet is being filed under medwatch report #3004742046-2009-00254. The device was not returned to abbott vascular for analysis; however, no device malfunction was reported, and there is no indication of a product quality deficiency. Restenosis of a stented segment is a known potential adverse event associated with the use of the device. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to the reported event.